Manufacturer narrative:
D6b: updated with explant day, month and year.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product and insufficient logs were returned for evaluation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary artery in a 65 year old male who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. The patient received support from the 5.5 post percutaneous coronary intervention. On day two of support, while in the intensive care unit, there was a purge blocked alarm and an increase of purge pressure from 500 to 1100 for about 3 hrs. No kinks or issues were visible with the tubing. Anticoagulation was noted to be supra therapeutic, tissue plasminogen activator administered, and a new purge cassette placed. The purge issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Event description:
Additional information received that tpa protocol initiated and that cleared the alarm and had flow ranges for purge and purge pressure normalize. This patient had delayed anticoagulation being started but next morning after device placement heparin was started systemically. No other issues were reported.

Manufacturer narrative:
B5 was updated with additional information.